Event description:
The facility reported a flo-gard infusion pump which "stopped working" and may have interrupted delivery. This event occurred during patient therapy in the facility's birthing room. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of "stopped working." Quality engineering determined the reported condition to be related to the inoperative air sensor discovered during service, there fore, the root cause was determined to be an inoperative air sensor. The air sensor was replaced and calibrated to repair the reported condition. A follow up report will be submitted if additional information becomes available. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.